Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that actuation failure of the cutter occurred before the vitrectomy surgery. The surgery was completed with replacement of another product. There was no report of patient harm.

Manufacturer narrative:
One opened probe was received with no tip protector, in a tray with other items. At the time of receipt, the probe needle was observed to be bent. The returned sample was visually inspected and found to be non-conforming with the port smashed and the needle bent at two places, confirming the received condition. Functional testing was unable to be performed due to the visual condition of the probe. The probe was disassembled, and components inspected. A wear evaluation was unable to be performed as the inner cutter broke off while trying to extract it from the bent needle. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation indicated that the port of the probe needle was smashed. Therefore, the complaint was unable to be confirmed and the exact root cause of the complaint could not be verified. The exact root cause of the smashed port, as well as the bent needle, cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. The complaint was unable to be confirmed and an exact root cause could not be verified, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).